Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch ultra2 meter was reading in accurately low compared to her feelings/normal readings. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient alleged that the issue began in (B)(6) 2010 (date and time unknown). The patient claimed that the reported issue occurred intermittently for approximately four weeks. The patient clarified that her normal readings are typically "in the teens"; however, the patient reported blood glucose results between "4-6 mmol/l" with the subject meter. In addition to oral medication (type unclear and dose unspecified), the patient stated she also manages her diabetes with insulin (in the evening), and diet and/or exercise. In response to the alleged issue, the patient confirmed she would take less of her oral medication; clarifying she would consume only three tablets instead of four. The patient indicated there were no changes to her diet or activity level prior to the alleged issue and clarified she would just adjust her medication based on the blood glucose result with the subject meter. Approximately one week after the start of the alleged issue, the patient claimed she developed symptoms of frequent urination, thirst, and headache. The patient claimed that the reported symptoms occurred intermittently over the course of three weeks. At the time of troubleshooting, the csr noted that the patient did not have the subject test strips with her. A control solution test was not performed on the subject meter and test strips. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hyperglycemia after the alleged issue began.

Event description:
This customer obtained multiple imprecise and biased vitros trop I es results while using the vitros eciq immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original results were not reported to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
(B)(4). The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.